Event description:
As per the sales rep - pr ap sizer giving wrong readings during surgery. The procedure was completed successfully as the surgeon used anterior referencing.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding a size/fit issue involving a scorpio sizer was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as insufficient product information was provided for review. Complaint history review: not performed as insufficient product information was provided for review. Conclusions: the exact cause of the event could not be determined because the product was not returned for evaluation and insufficient product information was provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Not returned.

Event description:
As per the sales rep - pr ap sizer giving wrong readings during surgery. The procedure was completed successfully as the surgeon used anterior referencing.